Event description:
The report received from the affiliate indicated that prior to filter implantation, there was difficulty inserting the brite tip sheath introducer (accessory of the optease filter) into the femoral vein. The physician continued the attempt to insert the sheath into the femoral vein; however, the distal tip of the cannula became frayed. Therefore, the device was removed without difficulty noted and the physician used another unknown sheath and a non-cordis filter. The procedure was successfully completed and there was no patient injury reported. The product will be returned for analysis. The sheath was connected with the dilator (accessory for optease filter). The target lesion was the inferior vena cava. The product appeared normal when removed from its packaging and prior to the procedure. There was no difficulty flushing or assembling the devices. The device prepped normally. The access site was not a cto or stenosed. There was no excessive force used to insert the sheath.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.

Manufacturer narrative:
Complaint conclusion: as reported, prior to implantation of an optease filter, there was difficulty inserting the brite tip sheath introducer (accessory of the optease filter) into the femoral vein. The physician continued the attempt to insert the sheath into the femoral vein; however, the distal tip of the cannula became frayed. Therefore, the device was removed without difficulty and the physician used another product to complete the procedure successfully. There was no patient injury reported. Upon return of the product for evaluation, it was noted that the sheath cannula had no damages whereas a kink was observed in the vessel dilator. It was indicated by the reporter that the product appeared normal when removed from its packaging and prior to the procedure. There was no difficulty flushing or assembling the devices. The device prepped normally. The access site was not a cto or stenosed and there was no excessive force used to insert the sheath. A non-sterile 55cm optease for femoral delivery cannula sheath, obturator, vessel dilator, filter, and an empty filter cartridge were received inside a plastic bag. Neither the cannula sheath, nor the obturator or the filter were noted to be damage. However, per visual analysis, the vessel dilator was received kinked/ damaged on tip. No more anomalies were found. The 6f tms optease vessel dilator od and ID were measured near to the kinked/ damaged area and results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. As additional investigation the tms catheters manufacturing process was reviewed and there were not tools, equipment or product handling that could cause kinks or other type of damages on the tms catheters. In addition, the tms catheters are inspected during manufacturing process for any type of damage; also, several inspections are performed through all the tms catheters assembly process operations. The product malfunction code complaint reported by the customer as ¿thrombectomy systems- brite tip- frayed/split/torn¿ was not confirmed since no damage found on the cannula sheath introducer. Whereas, a kink was found in the vessel dilator tip. The exact cause of the kink/ damage condition found on the tms optease vessel dilator could not be conclusively determined during the analysis. Based on the information available for review, it is unknown what factors may have contributed to the insertion difficulty experienced and the kink found in the vessel dilator during analysis. However, neither the DHR review nor the product analysis suggests that the kink in the dilator could be related to the manufacturing process. Therefore no corrective or preventive actions will be taken at this time.